Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. There has been no change in the rubber stopper that is used for this product. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "the user experienced unexpected/unusual results with the tube for glucose determination."